Event description:
It was reported that battery life declined. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow up, and no additional information was received regarding corrective actions or outcome of the event.